Event description:
A 54-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On july 04, 2024, novocure became aware that the patient temporarily discontinued optune gio therapy since (B)(6) 2024, due to a skin reaction and had consulted with a dermatologist for treatment. On july 22, 2024, the patient's spouse reported, the dermatologist prescribed intradermal corticosteroid injections, without success. The prescribing physician reported on july 23, 2024, that initially the patient tolerated optune gio therapy well, but then subsequently developed an allergic reaction or reaction to the device. Treatment included two courses of unspecified steroids, a referral to dermatology, and intradermal steroid injections.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.